Manufacturer narrative:
Corrected, a2, a4, a6 a5 and b2, b6 and b7. Corrected b5, and h6: health effect impact code. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a improper installation of rack gear flippers. After fixing and replacing the parts, the pump passed all tests and now works properly. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump exhibited force sensor bridge test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.